Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the left ventricular lead was capped at a later unknown date. No additional information was reported.

Event description:
It was reported that high impedance and a loss of capture were observed on the left ventricular lead during follow-up. No patient symptoms were reported. It was noted that impedance had begun increasing in (B)(6) 2014 and that high impedance was observed on some pacing vectors in (B)(6) 2015. It was thought that the lead had become dislodged. The lead was disabled and the patient would be monitored through follow-up.

Event description:
New information reported stated that a partial lead was explanted and returned for evaluation. No additional information was reported.